Manufacturer narrative:
Therapy date estimated this report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Estimated date of death. Estimated date of event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects referenced will be filed under a separate medwatch report number.

Event description:
It was reported through a research presentation identifying xience stents that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 330 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "tct-234 3-year clinical outcome of the prison-IV trial: ultra- thin struts versus conventional drug eluting stents in total coronary occlusions."